Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working (no energy was going thru the cord). They switched out the hemopro2 extension cable and there haven't been any issues since. It met it¿s life expectancy which is 60 sterilization cycles. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working (no energy was going thru the cord). They switched out the hemopro2 extension cable and there haven¿t been any issues since. It met it¿s life expectancy which is 60 sterilization cycles. The hospital did not report any patient effects.